Event description:
It was reported to medtronic minimed that the customer experienced replace battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer stated that this was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. No unexpected replace battery alert or replace battery now alarm noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-jul-2024 in the pump history file. (B)(6) 2024, 01:46:49.000 alarmalertnotification (40); faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024, 01:56:00.000 alarmalertnotification (40); faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024, 10:46:47.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 19:41:48.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 19:51:00.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 19:56:46.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 20:06:00.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 06:11:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); (B)(6) 2024, 06:21:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); (B)(6) 2024, 06:37:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781); (B)(6) 2024, 06:17:20.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 15:47:22.000 alarmalertnotification (40); faultnumber: sensorerroralert (801); (B)(6) 2024, 20:01:00.000 alarmalertnotification (40); faultnumber: lowbatteryalert (104); (B)(6) 2024, 05:32:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73); (B)(6) 2024, 05:42:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73); (B)(6) 2024, 06:03:00.000 alarmalertnotification (40); faultnumber: offnopower (11); (B)(6) 2024, 06:13:00.000 alarmalertnotification (40); faultnumber: offnopower (11); (B)(6) 2024, 09:08:40.000 alarmalertnotification (40); faultnumber: battoutlimit (6); (B)(6) 2024, 09:08:42.000 batteryremoved (55); (B)(6) 2024, 09:08:42.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2024, 09:08:42.000 batteryinserted (44); (B)(6) 2024, 09:08:42.000 alarmalertnotification (40); faultnumber: failedbatttest (58); (B)(6) 2024, 09:08:46.000 batteryremoved (55); (B)(6) 2024, 09:08:46.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2024, 09:10:04.000 batteryinserted (44); (B)(6) 2024, 09:10:24.000 batteryremoved (55); (B)(6) 2024, 09:10:24.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2024, 09:10:24.000 batteryinserted (44); (B)(6) 2024, 09:10:24.000 alarmalertnotification (40); faultnumber: failedbatttest (58); (B)(6) 2024, 09:10:31.000 batteryremoved (55); (B)(6) 2024, 09:10:31.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2024, 09:20:00.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2024, 09:21:04.000 alarmalertnotification (40); faultnumber: postresetramcrcalarm (23); (B)(6) 2024, 09:22:41.000 batteryremoved (55); (B)(6) 2024, 09:22:41.000 alarmalertnotification (40); faultnumber: batteryremoved (84). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Nodelivery alarm - not confirmed. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Offnopower (11) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Failedbatttest (58) - not confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. The pump passed the functional testing. No unexpected replace battery alert or replace battery now alarm noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. During visual inspection, found moisture damage on the pcba1, pcba2 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.